Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a low profile button replacement g tube was used during a gastrostomy replacement procedure. Procedure date is unknown. According to the complainant, the button had been in place for about 3 or 4 days before when the whole device migrated into the patient's stomach. After the issue occurred, the physician placed a catheter to prevent the stoma from closing. The button was excreted naturally from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the button revealed no issues. The button components were properly molded and assembled. The silicone material was pliable to touch and rebounded properly when compressed. It was noted that the condition of the returned device could not be evaluated with respect to device migration. It is possible that the gastrostome was too large and/or not fully established and allowed the button to migrate. It is also possible the button size selected was incorrect for the patient anatomy. Additional factors such as feeding and/or cleaning technique could also contribute to device migration. The dfu lists migration as a potential adverse event, therefore the most probable root cause of "anticipated procedural complication" is selected for the complaint of device migration. A device history record (DHR) review of lot number 16248498 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 16248498.

Event description:
It was reported to boston scientific corporation that a low profile button replacement g tube was used during a gastrostomy replacement procedure. Procedure date is unknown. According to the complainant, the button had been in place for about 3 or 4 days before when the whole device migrated into the patient's stomach. After the issue occurred, the physician placed a catheter to prevent the stoma from closing. The button was excreted naturally from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.